Event description:
It was reported to philips that the device had insufficient disk space, which would prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. The service engineer resolved the issue by recreating the image disk spaces of the front and side. After this repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.